Event description:
A customer contacted baxter's technical service center to report that the program was changed by the home choice device. The home patient (hp) stated that his hc displayed drain 3 of 10 and he was only supposed to have 5 cycles. The technical service representative (tsr) asked the hp if he had been trying to bypass anything and he said no. The tsr explained that either he had been bypassing or that he had accidentally reset the programming, so he should start over with new supplies. The tsr assisted with ending therapy and the hp setup with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the previous service record, april 2010, shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issue of program changed by device. The previous return of the device was not for any issues related to program changed by device. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.